Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and appeared to be in unremarkable condition. During functional testing of the returned system controller, no alarm conditions were observed despite movement of the white or black power leads and the system controller was found to function as intended. The white and black power leads were independently disconnected and the system continued to function as intended. The data log file was retrieved successfully and the data contained within the log file was consistent with the reported event. The system controller was disconnected from the test system and upon inspection, the brown conductor that monitors the battery voltage was found to be kinked. Slight pull force was applied to the wire, causing it to break apart. The wire also appeared discolored (burned) at the location of the kink. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 5 months post-implant, the patient received intermittent low battery alarm on the system controller. The suspect system controller was exchanged per the manufacturer's instructions for use and the patient remains ongoing lvad support with no further issue reported.